Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent an antegrade intramedullary procedure for a closed displaced comminuted fracture of shaft of right femur. Infection was reported and revision of open treatment femoral fracture with internal fixation was performed. The distal incisions was opened and the distal interlock screws were removed. De-rotation was attempted through the foot, but the entire leg was rotating and a schanz pin was inserted proximally to hold the proximal segment stable while rotating the distal segment. The distal segment was rotated until the rotation matched the left leg and a new distal interlocking screw was placed. The wounds were irrigated and closed. Patient was re-operated after forty one(41) days for post index bulletectomy and I&d. Repair of right femur with compression technique, and removal of hardware from right femur the distal locking screw was replaced with 2 new distal locking screws. Mal alignment/malrotation was reported. This report is for one (1) unk - screws: locking. This is report 4 of 5 for complaint (B)(4).